Manufacturer narrative:
Concomitant medical products (UDI): n/a. Concomitant medical product: catalog #: 00584200402, tibial component precoat right, lot # 62828687; catalog #: 00584201302, femoral component high flex precoat, lot # 62827179; catalog #: 00592601102, patello-femoral trochlea component, lot # 62936327. Reported event was considered to be confirmed as the reported harms were noted in the medical records. The x-ray also noted loosening and possible joint effusion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07028, 0001822565-2018-07029, 0001822565-2019-03802.

Event description:
It was reported that a patient underwent an initial knee procedure on approximately 3 years ago. Subsequently, the patient was revised due to pain, loosening, and instability.